Event description:
An article was received indicating that an (B)(6) woman with a history of refractory complex partial epilepsy presented for evaluation of snoring and episodes of gasping for air during sleep. The diagnosis was obstructive sleep apnea (osa) associated with the vns. The physician indicated that in this patient, the respiratory cyclic events were corresponding to the vns on/off cycling time and were associated with raised submental electromyography tone. The osa was suspected to be related to the cyclic vns activation. The patient's mother reported that she started noticing the snoring and gasping events after the last setting adjustment of the vns (current: 1.25ma; frequency:20hz; pulse width:250usec; cycle: 7s on/30s off). The patient underwent vns setting changes with reduction of both the output current and cycling time (current:0.75ma; frequency:20hz; pulse width:250usec; cycle:14 s on/300s off). The mother noted improvement of the nocturnal gasping episodes, and the repeated polysomnography, which was performed 1 month after the first study and 16 days after vns setting adjustment, showed an overall apnea-hypopnea index of 2 evens/h of sleep (obstructive hypopnea index, 2). The several airflow imitations that were noted on the first study resolved. Good faith attempts for further information from the author/physician were unsuccessful.